Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and checked for helium leak and performed the helium leak tests as per the manual. The fse found a steady leak in the console when isolating the console from the cart. The fse removed the cover from the console and checked all helium connections on the fill manifold and still had a leak. The fse installed a new fill manifold and helium regulator and put the iabp back together and tested for leaks. The iabp passed the factory specified leak tests. The fse performed a complete calibration, all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak. The helium tank emptied in a few days. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.